Event description:
It was reported that a patient intubated with a size 8.0 xltp, extended length disposable cannula cuffed tracheostomy tube-proximal required medical intervention when the 15mm connector on the size 8 xic, extended length inner cannula separated from the inner tubing and remained in the 8.0 xltp outer cannula. The 8.0 xltp was in use four (4) days, it is unknown how long the 8 xic was in use. Attending medical staff encountered difficulties removing the separated inner cannula tubing, and decided to remove and replace the entire device. The patient experienced minor respiratory distress, required medical intervention/treatment and has returned and has returned to baseline condition. The involved 8 xic is available to be returned to the manufacturer for analysis and investigation.